Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a maxillectomy procedure in which an artificial fibula graft was used, the surgeon used a drill to create a pilot hole in the graft and attempted to insert the screw using a manual driver when the screw fractured at the head. The tip of the screw remains in the graft. The distributor advised the surgeon was satisfied that the plate was fully fixated as there were two other points of fixation on one side of the plate and three on the other. The event resulted in a surgical delay of approximately one minute while the surgeon decided how to proceed.